Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the lcx with 95% stenosis and vessel tortuosity but could not pass the lesion. The physician used other brand of product to complete the procedure. The lesion was pre-dilated. The device was inspected before use with no issues noted. No resistance was noted at the lesion. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. The stent returned positioned on the balloon between the marker bands. The 13th and 14th distal segments were deformed. The 13th segment had raised and overlapping struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation), patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and calcification. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and calcification. Inherent risk of procedure ¿ (stent deformation). (B)(4).